Event description:
It was reported the device was used during a low anterior resection. It was reported the event occurred approximately 3 weeks ago. The cdh33 fired fine during case and there were no leaks seen on the air-test intra-operatively. Three days after the procedure the patient developed a leak and was re-operated on. Surgeon performed colostomy. The patient is doing well at this time. 08/20/97 the surgeon, performed a low anterior resection for a dukes a or b1 lesion of the rectum. It was a low anastomosis. Two good donuts were obtained. The anastomosis was leak test and there were no leaks apparent. On approximately the tenth post operative day, three days after discharge from hospital, the patient returned with evidence of peritonitis and a colostomy was performed. There are no materials for co to evaluate to determine the cause for this possible leak. The surgeon, has no explanation for its occurrence. The patient is presently recovering. Co indicated to the surgeon that co can examine the instrument or the staples from the staple line on a failed case such as this and he is aware of this for future reference.